Event description:
It was reported via clinic notes received dated (B)(6) 2011 that the vns patient has a medical history of bipolar disorder and anxiety attacks as well as previously had periods of depression and once attempted suicide by consuming a large amount of keppra. The note indicates the patient is currently on "specific treatment" for bipolar disorder. The relationship of the depression and suicide attempt to vns is unknown. Diagnostics taken on (B)(6) 2012 were within normal limits and indicated the generator was not at end of service. Attempts for additional information have been unsuccessful to date.